Event description:
Rebound flare/flare up [osteoarthritis flare up] . Case narrative: based on additional information received on (B)(6) 2018, the report previously considered as non-valid became valid: (adverse event of rebound flare up added). Initial information was received on (B)(6) 2018 regarding an unsolicited valid serious legal case received from a physician from united states. This case involves a (B)(6) female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency had rebound flare/flare up. The patient's past medical history included significantly decreased hearing and does not use hearing aid, hemorrhoidectomy, hysterectomy, parathyroid resection sub-total parathyroidectomy, tubal ligation, colonic polype, alcohol use, complex tear of medial meniscus involving its posterior aspect, leg pain, uterine cancer, cartilage tear, ligament tear and lumpectomy unspecified. Patient was former smoker and quit in 1975, elevated alkaline phosphatase level. The patient's past medical treatment included on (B)(6) 2017 corticosteroid with bursa injection for pes anserine bursitis and methylprednisolone acetate (depo-medrol) with 80 mg. The patient's family history included arthritis (mother), congestive heart failure (father) and colon cancer (aunt). The patient's past vaccination(s) was not provided. At the time of the event, the patient had ongoing hypertension, hyperlipidemia (worsening), hypothyroidism (stable), obesity (worsened), depression with severity: mild, total score: 7; associated with fatigue and worsening, vitamin d deficiency and was on supplement, anxiety with worsening, chronic kidney disease with stage ii (moderate), overactive bladder (stable), allergic rhinitis, osteoarthritis knee and hand (heberdens nodes), haemorrhoids, hyperbilirubinaemia, hyperparathyroidism, knee pain, lesion of rectum, osteoporosis, panic attacks, statin intolerance. Concomitant medications included tramadol. On (B)(6) 2017, patient had magnetic resonance imaging (MRI) of knee joint (unspecified) due to osteoarthritis of knee (unspecified), chronic right knee pain primarily at posteromedial aspect. Finding was anterior and posterior cruciate ligaments were intact. There was a complex tear of the medial meniscus primarily at its posterior aspect. There was extensive loss of the articular cartilage, primarily within the medial and patellofemoral compartments. Also large osteophytes were present within the medial joint compartment. There was subchondral degenerative marrow edema within the tibia and patella. There was no significant joint effusion. No evident popliteal cyst. There was a 2 cm t2 hyperintense collection within the lateral aspect of the joint posteriorly, which likely represented a loculated effusion. On (B)(6) 2018, it was reported that patient should try arrangements for hylan g-f 20, sodium hyaluronate will be made and patient was aware that at some point patient would contemplate total knee arthroplasty. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection (dose, lot - unknown) for bilateral knee osteoarthritis. It was reported that patient received contaminated batch of hylan g-f 20, sodium hyaluronate. On an unknown date, patient had rebound flare. On (B)(6) 2018, patient went to hospital for follow for bilateral knee osteoarthritis and requested bilateral knee corticosteroid injection which helped in the past and hylan g-f 20, sodium hyaluronate did cause flare up. On the same day, patient had bilateral knee methylprednisolone acetate injection. Final diagnosis was rebound flare. Corrective treatment: methylprednisolone acetate injection outcome: unknown a product technical complaint was initiated on 26-jul-2018 for synvisc, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Seriousness criteria: intervention required additional information was received on (B)(4) 2018. Global ptc number was received and ptc results were added. Additional information was received on (B)(6) 2018 from patient. Case became valid. Medical history, past drugs and concomitant medications were added. Event of possible adverse event was deleted and rebound flare/flare up was added. Seriousness criteria updated. Clinical course updated. Text amended accordingly.